Manufacturer narrative:
The company service rep examined the system and was able to duplicate the error code failure. The problem was corrected by replacing the fluidics module. The system was then tested and it met specifications. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that they received an error message during system set-up. The pt was not in the operating room; there was no pt injury. However, the customer had to cancel three cases for the day.